Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an episode of noise in the vf zone was observed. The patient received an atp and the shock was aborted. The lead was capped and the patient was stable at all time.